Event description:
"(B)(6) is a nurse. Something was wrong with the cuff. Used it on another patient and it just won't function. She replaced the batteries and plug. The monitor in, but the machine still won't function."